Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. The patient underwent revision surgery approximately 3 days post op. The patient had a recurrent ventral incisional hernia repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of ventral incisional hernia. It was reported that after underlay implant, the patient experienced recurrence, back pain, and nausea. Post-operative patient treatment included revision and repair of hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of ventral incisional hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision and repair of hernia.